Manufacturer narrative:
(B)(4): the rt204 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt204 breathing circuit was visually inspected. Results: the bag that the breathing circuit was shipped in was melted to the expiratory limb of the breathing circuit. A lot check revealed no other complaints of this nature for lot number 090708. Conclusion: the breathing circuit packaging is heat sealed. The sealing process occurred too close to the breathing circuit, which caused the bag to melt to the expiratory limb. We have received no other complaints of this nature.

Event description:
A hospital in (B)(6) reported via a distributor that the packaging was stuck to an rt204 adult dual heated breathing circuit. The stuck packaging was observed before patient use.